Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore® ctag® thoracic endoprostheses (tgu454520j/16150623). After deployment of the device, contrast dye flow was not sufficient in the left common carotid artery (lcca). It was discovered that the device partially covered the lcca unintentionally. A metallic stent was implanted in the lcca to restore the blood flow. The physician commented the unintentional covering might have been due to the deployment procedure. The patient tolerated the procedure. No further information was obtained.